Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patients complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2012 and left total knee arthroplasty on (B)(6) 2013. Patient alleges skin rash on the right knee approximately six months after initial surgery. Patient further alleges to have been examined by a dermatologist who suspects possible metal allergies. There has been no reported revision to date. A review of invoice history confirmed both initial surgery dates. This report is based on allegations set forth in patients complaint and the allegations contained therein are unverified.